Event description:
Referring to previous reported complaints in which a revision surgery became necessary due to the nail fracturing. The customer assumes a malfunction with the target device.

Manufacturer narrative:
Additional info has been requested, and if received will be reported on a supplemental report. Add'l lot number: kp214193.